Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Cause was not known. The customer required assistance from their spouse due to becoming incoherent. Details were not provided. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.